Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2013 and topical skin adhesive was used. The patient developed a severe allergic reaction with discomfort and was placed on antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2013 and topical skin adhesive was used. The patient developed a severe allergic reaction with pruritis around the umbilicus and discomfort on (B)(6) 2013. The patient notified the surgeon on (B)(6) 2013. The patient initially tried over the counter hydrocortisone, benadryl creams and oral claritin and oral benadryl followed by doxycycline and prednisone for four days. The patient removed the topical skin adhesive on (B)(6) 2013 and saw a dermatologist on (B)(6) 2013, who diagnosed allergic contact dermatitis and impetigo. The patient was prescribed clobetasol and bactroban with hydroxyzine. Despite this, the rash spread to her back, upper legs, bikini area and face. Then the patient used hydrocortisone valerate cream. By (B)(6) 2013, the patient had relief with no pruritis. Currently, the rash is gone, but the patient reports residual discoloration. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.